Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose over 600 mg/dl and ketones. The customer was not present at the time of the call, therefore no troubleshooting was performed. Nothing further was reported.